Manufacturer narrative:
Additional information: complaint is confirmed. Functional testing was not performed due to the damage to the shaft of the device. Visual evaluation noted the shaft was bent with two separate marks shown on the shaft. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Refer to investigation photo.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/27/2023, it was reported by a sales representative via (B)(4) that an ar-3373-4002 sheath was bent. This was discovered during the case. The case was completed using a new scope with no patient harm.